Manufacturer narrative:
Patient information not available for reporting. Additional product code: hrs (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head of a cortex screw popped off as the surgeon was tightening the screw during a pilon fracture repair procedure on (B)(6) 2017. The screw head was easily retrieved, the screw shaft remains embedded in the patient¿s bone. No additional x-rays, medical intervention, or surgical delay was reported. The procedure was successfully completed with a good patient outcome. Concomitant devices reported: stardrive screwdriver shaft (part 314.467, lot unknown, quantity 1). This report is for one (1) cortex screw. This is report 1 of 1 for (B)(4).